Event description:
The denali vena cava filter perforated the sheath. There was no patient harm. The procedure was carried out, see below. Notes from interventional radiology: ..."a wire was advanced into the inferior vena cava under fluoroscopic guidance. Serial dilations were performed to accommodate placement of the ivc filter introducer sheath. An inferior vena cava venogram was performed demonstrating normal caliber of the ivc. A circumaortic left renal vein is present. There is no caval thrombus or duplicated ivc. Next, a retrievable ivc filter was placed below the renal vein inflow. A post deployment venogram was performed confirming satisfactory orientation of the filter. The sheath was removed and hemostasis was achieved with manual compression." Impression: ivc venogram demonstrating no caval thrombus; placement of a retrievable ivc filter below the renal vein inflow. Manufacturer response: for jugular vena cava filter, denali (per site reporter), they sent a return kit in order to send the device back to bard.